Event description:
The customer reported via phone call indicating that the insulin pump had error and went blank. Customer's blood glucose was unknown mg/dl. The customer was transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.